Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was discovered in the fluid pathway. There were 25 occurrences. The following information was provided by the initial reporter: when the plunger is pushed, liquid comes out of the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: customer returned (3) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0189393. Customer states that when the plunger is pushed, liquid comes out of the barrel. All returned syringes were tested and no foreign matter coming out of the cannula was observed. However, the attached photo was examined and exhibited syringes with a clear droplet of material on the cannula shaft. It is difficult to determine the identity of this material solely from the attached photo. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the attached photo.

Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was discovered in the fluid pathway. There were 25 occurrences. The following information was provided by the initial reporter: when the plunger is pushed, liquid comes out of the barrel.